Event description:
Event description boston scientific received information that a high, out of range impedance measurement on this atrial lead triggered the lead safety switch (lss). Technical assistance was requested. A technical services consultant advised the clinician that the lead was likely fractured and recommended additional testing in both unipolar and bipolar configuration. The lead remains implanted at this time. Boston scientific received information that there was no capture at maximum output but sensing was good. There were no adverse patient effects. Additional information received states that during an elective device changeout procedure, this ra lead was electively surgically abandoned at that time. No adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information is received, the event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.